Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory indicated there was a wavelet detection. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Wavelet scores were not matching for supra ventricular tachycardia (svt) episodes, leading to inappropriate shocks. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1473;s replaced and the system was upgraded to add an atrial lead after the patient was inappropriately shocked. During the procedure, the right atrial (ra) lead exhibited high thresholds and the lead helix would not extend. The ra lead was explanted and a new ra lead was placed. No further patient complications have been reported as a result of this event.